Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and would like to troubleshoot insulin pump to make sure everything is working properly. Customer's blood glucose was 223 mg/dl at the time of incident and 275 mg/dl at the time of call. However, the customer indicated that their blood glucose level went to over 600 mg/dl the night before the call. Troubleshooting found that drive support cap was normal. Customer declined to troubleshoot air bubbles, settings, bolus history or to perform the high pressure test. The customer was advised to follow up with doctor regarding the high blood glucose and possible site issues.